Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window and broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. She removed the battery and reinserted it but the alarm persisted. The patient's blood glucose at the time of incident is unknown, but her blood glucose before lunch was 187 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the pump was in her pocket. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.